Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the increase in power and for the elevation in the patient¿s lactate dehydrogenase could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 19 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017, that transient pump power elevations were occurring. The patient did not have hemoglobinuria or any heart failure symptoms. The lactate dehydrogenase level (ldh) was elevated and the patient was treated with a heparin infusion. The ldh level then trended down. No additional information was provided. On (B)(6) 2017, it was reported that the power spikes resolved. The patient is an outpatient and is doing well, progressing with physical therapy, and bridging with lovenox..